Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The article mentioned multiple patients involved in the study and medtronic leads with model numbers 5086 and icq098, however, the article did not specify which of those two leads was involved in this event specifically. The baseline gender/age characteristics is male/66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. Referenced article: long-term parameter changes in the right atrium actively fixed electrodes. China experimental diagnostics. 2012. 16(11):2081-2083. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding long-term parameter changes in actively fixed leads implanted in the right atrium. It was reported that of 60 patients, 1 patient's lead dislodged two hours post-implant. The lead was re implanted successfully after two attempts at reoperation. The lead remains in use. No patient complications have been reported as a result of this event.